Event description:
The patient complained of uncomfortable sensations at the implant site and intermittent stimulation. The uncomfortable sensation occurs when the stimulation is being turned on or off. An advanced bionics representative confirmed the intermittent stimulation. Explant surgery has been recommended.